Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on with blood glucose of less than 40 mg/dl at the time of the incident. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the lows were caused by bad infusion set sites and that they have bad insulin absorption. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.